Manufacturer narrative:
Concomitant medical products: shell porous with cluster holes 56 mm o.d. With calcicoat ceramic coating, ref#65620005622, lot#63579944. Femoral stem 12/14 neck taper standard offset size 1 130 mm stem length, ref#00811400100, lot#63579944. Liner 10 degree elevated rim 32 mm i.d. For use with 56 mm o.d. Shell, ref#00631005632, lot#63123917. Bone screw self-tapping 6.5 mm dia. 40 mm length, ref#00625006540, lot#63420057. Bone screw self-tapping 6.5 mm dia. 25 mm length, ref#00625006525, lot#63517705. This is a split case with zimmer inc, (B)(6) reference number: (B)(4) (MFR numbers not yet available). The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot number was provided for the biolox head (the lot number is not readable on the available documents), the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient received a right tha and was revised due to infection after unknown time in vivo. An antibiotic spacer was implanted.

Manufacturer narrative:
This followup report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend considering the following event is identified: infection event description: it was reported that a patient underwent a revision surgery after unknown post surgery time due to infection. Note: this is a split case (warsaw: (B)(4)). Review of received data: no medical data such as xrays, surgical notes or any other case relevant documents received. Device analysis: no product was returned to zimmer biomet for in depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap rmw: nonsterile device is implanted due to sterilization process failure not possible a systematic issue with the sterilization process would have been detected as part of the issue evaluation assessment nonsterile device is implanted due to contaminated device due to packaging failure not possible a systematic issue with the packaging design would have been detected as part of the issue evaluation assessment. Nonsterile device is implanted due to surgeon resterilizes head not possible IFU d011500245 chapter "resterilization information" biolox delta ceramic femoral heads must not be resterilized by any method. No information received, that the surgeon resterilized the device. Therefore, this cause can be excluded. Nonsterile device is implanted, cross contamination due to explanted ceramic head is reused with the same or new femoral stem not possible IFU d011500245 chapter ¿warnings¿ reuse of a single use device that has come into contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure and transmission of infectious agents. In addition, no information received, that a single use device was reused. Therefore, this cause can be excluded. Nonsterile device is implanted due to packaging is damaged due to inadequate handling during transportation, storage =>possible, the handling and storage of the component is outside of zimmer biomet control. Therefore, this cause cannot be excluded. Nonsterile device is implanted, cross contamination due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant (e.g. Use of expired product, resterilization of head) not possible a systematic issue with the inadequate labelling would have been detected as part of the issue evaluation assessment. Therefore, this cause can be excluded. Conclusion: it was reported that the patient underwent a revision surgery after unknown post surgery time due to infection. As no lot number was provided, the device history records and its associated sterilization certificate could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR and suitable sterilization certificates. Moreover, no trend on infection has been observed for those products. Single use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 106 or better. It is highly unlikely that a disadvantageous product design favoured or contributed to the infection. However, the appropriate ifus for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Nevertheless, possible causes of infection include wrong handling of device due to wrong information, wrong resterilization procedures for sterile delivered parts or packaging failure during transportation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).